Event description:
It was reported that the customer experienced an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to perform a complete pump reset, after which the error did not occur again, and the sensor session was successfully started.